Event description:
(B)(4) right coil migrated and is embedded in uterine wall, also appears to have punctured ovaries but doctor will know more once in surgery, uterus is enlarged equivalent to being three months pregnant, fibroids, cyst on right ovary, polyps in uterus, heavy painful periods, painful intercourse, irregular periods, digestive problems, anxiety(recently prescribed xanax) headaches, muscle pains, joint pain in back hips and ankles, these are all new issues that have occurred in the past two years.